Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and additional information based on the legal manufacturer's final investigation. The subject device has been returned to olympus for evaluation and the customer¿s reported issue was not confirmed. During evaluation, it was observed, visual inspection found no issues with the plastic connector coming/popping off, the click sound was verified and secured when connecting the orange plastic connector to the d1 port. The connecting tube metal connector was connected to auxiliary inlet of the endoscope and cycle was run, with no signs of the plastic connector of the connecting tube popping out from the designated d1 port. Both right/left grey levers and metal clips were intact on the (orange) plastic connector. There were no signs of external damage noted with both levers and metal clips. The movements on the grey levers were also checked and there were no signs of looseness with the levers when pressed multiple times. In addition, scratches were noted on the orange plastic connector of the connecting tube, on the model number, and the metal connector. Since the manufacturing date of the item is unknown, a device history record (DHR) review could not be performed. Based on the results of the investigation, the connecting tube could be connected to the connector in reprocessing basin. Therefore, it is likely that the tube was not pushed enough (until it clicked) during connection or foreign material, or it likely got caught between the connecting part, which made the tube easily disconnected. As a result, the tube was unable to be connected. The root cause was not identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac), the connecting tube with stay connected and pops off during reprocessing. There was no harm or user injury reported due to the event. The serial number has not been provided at this time. This report is related to: patient identifiers ((B)(6)).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.